Event description:
It was reported that during surgery, the monitoring caps on the device that was used in the anesthesia breathing circuit were loose and falling off; no clinical sequelae were reported.

Manufacturer narrative:
Device evaluation begun, but not yet completed.